Event description:
Patient called in in 2003 stating that they had been using the surgi stim unit all throughout the weekend, and that they had the unit up to 1.5 amps. Patient stated that their legs were numb from surgery and they couldn't feel anything. Patient did not notice injuries until they saw water trickling from the eletrodes, and then pulled off the electrodes. They had two red spots under one electrode and another electrode with 4 blisters. Patient had an appointment with thier physician the day after filing this complaint. However, they stated that they were not going to bring it to their doctor's attention. They stated that they were going to see another physician to treat this injury. Co offered to send out a patient service technician to assist and pick up the unit but, the patient refused.